Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an affinity centrifugal pump and pixie oxygenator, it was reported that within a day of being applied to a neonatal patient, visible thrombi had formed in the pump head, with blood clots also observed at the junctions of the pump head tubing. Consequently, a new set was used as a replacement. The patient was connected to the system at 16:00, and by the following morning at 06:00, the oxygenator exhibited significant pink plasma leakage. The clinical team found the performance of this balance-coated oxygenator to be significantly inferior to the cortiva oxygenator in the cortiva balance (cb) extra-corporeal membrane oxygenation (ECMO) kit. They considered the design of both the pump head and oxygenator in this new pediatric ECMO kit to have serious defects. Given the need for frequent kit replacements, they expressed concerns about potential life-threatening risks for neonatal and pediatric patients. The physician stated that they could not place trust in this product. See attached photos. The oxygenator was replaced. There was no adverse patient effect associated with this event. The oxygenator lot numbers associated with the custom pack are 229126223 and 229126222. Medtronic received additional information that no leak was observed in the device itself prior to use. This patient was managed in the intensive care unit (ICU) and was not in an operating room setting. The occurrence of a leak led to a drop in blood pressure, necessitating replacement within a few hours or immediately, depending on the situation. This was a plasma leak, and the exact volume could not be quantified. No transfusion was required. Due to the patient's unstable condition, the replacement unit used an oxygenator from a different manufacturer. Venoarterial (va) ECMO was initiated on 11-jan-2025 with a 10fr arterial cannula and 12fr venous cannula. The patient was later converted to venovenous (v-v) ECMO using a 15fr crescent right atrial (ra) cannula at the right internal jugular vein (rijv) on 13-feb-2025 and the oxygenator was changed. The plasma leakage was noted on 14-feb-2025. The ECMO parameters on 13th and 14th february were as followed: the pump speed was 3500rpm, blood flow was 0.67l/min and the gas flow was 0.6l/min on 13-feb-25 to 1.0l/min on 14-feb-25. The fraction of inspired oxygen (fio2) was 60% on 13-feb-25 and 100% on 14-feb-25. Hematocrit (hct) was 35%. The act was recorded between 147 and 193 seconds. Pre-oxygenator pressure was between 151 and 161mmhg. Post-oxygenator pressure was between 138 and 139mmhg. Delta p was between 13 and 22mmhg. Epinephrine was adminstrated (1 mg in d5w total 50 ml: keep 0.004 mcg/kg/min/0.1ml). Heparin was administrated (5000u in ns total 50 ml: keep 160 units/hr/1.6ml). Midazolam was also administ rated (45 mg in ns total 45ml: keep 1.5 mg/hr.m.ns 20 ml) and cisatracurlium (20 mg: keep 1.2). Medtronic received additional information that the oxygenator was changed at 16:30 on 13-feb-2025 (v-v mode ECMO). Plasma leakage was noted later that night. The oxygenator subsequently failed due to severe plasma leakage at 06:35 on 14-feb-2025.